Manufacturer narrative:
Product event summary: analysis found the device shut down unexpectedly due to dirty battery contacts. Analysis also found the upper and lower cases were broken and the attachment ring was bent. It was noted both bails and bail covers were missing.

Event description:
It was reported the epg (external pulse generator) no longer works. The epg was returned for service. No patient complications have been reported as a result of this event.